Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was replaced on (B)(6) 2011. On (B)(6) 2011, the pt was showing symptoms of withdrawal. The pt was treated with a benzodiazepine and taken back to surgery. The catheter segment was replaced due to a hole that was noted on a dye study. The pt was ventilated and monitored in the ICU. It was later stated that the pt fully recovered and was doing well. The drug in the pump at the time of the event was compounded baclofen.